Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no product problem stated" (no known device problem). A company sales rep reported that during a conversation with a surgeon, the surgeon mentioned he had a corneal burn with a pt one day last week. No add'l info was given surrounding the event. Add'l info has been requested.